Manufacturer narrative:
One forcetriad generator was received. This device had been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the appropriate device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device's plate does not work. There was no alarm signal and an rem malfunction occurred. There was no patient impact.

Manufacturer narrative:
Correction (from newly received information): (patient codes). Additional information: (B)(4) return electrode also in use is a medtronic product that is not sold or manufactured within the u.s. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, an rem alarm signal malfunction occurred where there was no alarm. A discolored hra5 return electrode was in use, and a second degree patient burn resulted where the pad had been placed. The burn was treated with cream.